Event description:
Procedure unknown. Gender unknown. Reportedly, a silver sharp piece on the end of the trocar fell off into the surgical cavity at the end of the case. The surgeon retrieved the piece. No injury reported.